Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 15, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The complaint device showed a substance in the middle of the tubbing. The complaint issue of ¿dc-occlusion" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records review for this production order (sn (B)(6)) shows that the units were released within specification. A search revealed one complaint file. Although this complaint issue reported is related, the issue could not be confirmed as related to manufacturing; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a glaucoma implant shunt during handling would not flush. The doctor flushes the implant prior to implanting (on the sterile field) so no patient contact. The doctor used a new one to complete the procedure. A back up glaucoma shunt bg101-350 was put in place. No patient harm. No further information was provided.

Manufacturer narrative:
Corrected data: upon review, it was noted that text in h11 of the initial report submitted, describing section d6a and d6b were incorrect. Statements for those sections were referring to lens when the suspect product was not a lens, rather a shunt device. Fields below updated accordingly. Section d6a: if implanted, give date: not applicable, as no indication that device was implanted. Section d6b: if explanted, give date: not applicable, as no indication that device was implanted, hence not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.